Event description:
Customer reported of a procedure with pillcam express where the capsule holder broke. The procedure was done on (B)(6) 2012. The pt was an elderly person with swallowing disorder and was referred to capsule endoscopy because of anemia. The customer claims the beginning of the procedure went well and no unusual resistance was recognized. In the area of pharynx and ues, the holder with the capsule dislocated from the tubing. According to the customer, this led to an emergency situation with danger of aspiration of the device which was resolved with no major harm to the pt besides some minor mucosal lesions.

Manufacturer narrative:
Given imaging has received the pillcam express video capsule delivery device and the device is currently in investigation process.